Event description:
It was reported that this attempted right atrial (ra) lead implant was not successful for unknown reason. The physician elected to replace lead due to noise but original lead remains in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.